Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved, yellow particles on the shell and creases fold. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and striated opening on anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening anterior assessed as surgical damage consist in the use of some surgical tool. A sharp opening on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported connective tissue disorder or disease, side not specific. This file is for the right side. No treatment was reported. Device remains implanted. Upon further review there is no complaint against the device. Healthcare professional reported right side deflation.